Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt had groups abc programmed, they used b 99% of the time. All of a sudden on friday they got settings not available on groups a and b. Normally on group b they could go to 2.3 but now it would not go above 0.5. They put 2 aa batteries and it does the thing. Pt could use group c but they did not get the same relief as group b.  Pt got the ins to help with their pain in their back which knocks them to their knees. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturing representative. Rep stated caused of settings not available was due to higher than normal impedances. They reprogrammed around impedance the following day. Issue has been resolved.